Event description:
It was reported by customer "incident with single lumen 3 french midline seriously hanging up in skin. Clearly center vessel. It looked like an ¿s¿ after incident. The separate microintroducer kit functioned superbly¿no issues."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.